Event description:
During the procedure the physician attempted to deflate the occlusion balloon and the jaws on the adapter would not respond when required. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician preformed the intervention. The physician attempted to deflate the occlusion balloon and inserted the hypotube into the adapter and the jaws of the adapter jammed and would not respond when required. The physician pushed on the jaws of the adapter and corrected the issue. The physician was then able to deflate the occlusion balloon. The physician replaced the adapter with another to complete the case.